Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-may-2026, a sales representative reported via (B)(4) that the ar-1288qtt-100 tibial tunnel quadlink kit experienced an issue where the surgeon was harvesting graft using normal quad pro technique and after coring out an adequate length of tendon, the surgeon pulled graft through the appropriate window and advanced the black obturator plunger to cut the graft. The plunger was extremely hard to advance even with tension on the prepped graft tails. Surgeon then used a mallet and had to use forceful impactions to cut the graft. The cutter then got stuck. This issue was discovered during an acl reconstruction case with no patient harm.